Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 3.7; lab: 2.2; mean: 2.95; confidence limits: 1.8-4.2. Per tech service rep, test was done the same day, but did not specify the time interval between two readings. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, no product is expected to return. No further investigation will be required. Trending and tracking will be performed in review for strip lot#22408. (Total number of discrepant complaints is 2, including this event.). No corrective action required at this time as product deficiency was not established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009; inratio: 3.7; lab: 2.2. Caller stated, it just started happening now, she never had issue with the meter before.